Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, it was noticed that the catheter was fractured. There were no patient complications reported as a result of this event.